Event description:
It was reported the pt's device was in a power on reset (por) condition. The device had been overdischarged. Additional information indicated the pt had been seen a couple of times. A positional reset had been gone through twice. The battery was not holding a charge very long. The pt had been sent home with instructions to recharge fully and monitor how long it takes to completely deplete the battery. Following the por it was possible to recover and reprogram the device, but not able to get very good stimulation. The battery seemed to run down with nothing overnight even with the device off. The physician mode recharge was able to recover the device but was only able to return to half of the battery capacity. As a result, the device was replaced on (B) (6) 2009.

Manufacturer narrative:
(B) (4). This report is being submitted late due to a delay by a manufacturer employee. Training is in place.